Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the cc (cartridge chemistry) sample probe collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a contained leak from the cc (cartridge chemistry) sample probe on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.